Manufacturer narrative:
Correction made to h1. The initial MDR submitted was selected as a malfunction, there was no device malfunction. The patient did have a liver laceration.

Manufacturer narrative:
The autopulse platform (serial #(B)(4)) will not be returned for evaluation. However, a follow-up report will be submitted when the product is returned and investigation has been completed. Based on zoll medical safety assessment, chest compression, as a part of cardiopulmonary resuscitation (CPR), has a high rate of patient adverse events. Common internal organ injuries (liver and spleen), and common clinical events secondary to those injuries are expected adverse event for both manual and mechanical cprs. The chest compression generated by the autopulse system may lead to an injury profile that is no worse than manual CPR. Similarly, a randomized trial of manual CPR and phased manual plus autopulse CPR found no difference in cardiac, pulmonary or cerebral damage. Complications in autopulse-treated patients occurred at a rate not exceeding that of manual CPR. The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions, and recommends to ensure adequate compression rates and adequate compression depth. Injuries due to chest compression are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim is death. In this case, a diabetic patient with possibly a drug overdose was found in full arrest with prolonged autopulse CPR. Abdominal distension was noted after rosc, and CT of the abdomen found a liver laceration. Base on the available information, the event of liver laceration was serious because it was life-threatening, and it possibly related to the autopulse device since the connection of the reported injury to using autopulse cannot be ruled out.

Event description:
During a (B)(6) female patient (weight (B)(6)) in cardiac arrest, crew's captain reported that the autopulse platform (serial #(B)(4)) functioned properly and administered 30 minutes of treatment. But after return of spontaneous circulation (rosc), doctor noticed patient had abdominal distension and found a liver laceration during computed tomography (CT). The crew's captain claimed that the autopulse performed as intended but they also performed manual CPR for 27 minutes. Zoll has also learned that the patient may have fallen several times prior to the cardiac arrest and may have coded because of a liver laceration. The medics stated that the autopulse platform did not caused the liver laceration. The doctor stated that the patient was possibly a drug overdose (od) and a brittle diabetic.